Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that after inserting a sensor at 4am, she felt something was bleeding out. The customer was unable to troubleshoot because she was not with her mother at the time of call. The customer will be sent a replacement sensor.